Event description:
A home healthcare agency reported that they were informed of a death of an infant. The agency has not been able to obtain any info concerning the death. There has been no allegation of equipment malfunction. The mother of the pt will not release the monitor for investigation. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.